Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 1051521. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. No need for CAPA. DHR review: the complaint gauge is 24g,assembly at auto line 3 in mar. 2021, lot quantity is (B)(4). Review the in process test and outgoing test report for this lot product, all test results meet the product specifications, no abnormal for it. Review the production record and machine troubleshooting records for this lot product, no abnormality, deviation or rework activities. It returned two photos, the gauge was 24g, batch number: 1051521, there was a small hole in the middle of the extension tube, and the extension tube around the small hole has traces of stretching and expansion. For this defect, take the retained sample of the same batch number and observe the sealing clip of the retained sample. The clamping position of the sealing clip was round and normal. At the same time, the sealing pressure test of the sealing clip was carried out. The extension tube could withstand the clamping of the sealing clip in the same position for more than 64 times, and it could be maintained for 3 days under the condition of 800mm pressure test without any damage or leakage of liquid. During the test, it was found that when the extension tube was not centered in the sealing clip , it might cause the extension tube to be clipped. No same compliant was received from the complaint lot. Conclusion(s): no abnormal found on process, as no defective sample returned, the sealing clip size, appearance could not be confirmed, it is suspected that the extension tube was pulled by external force under the condition that the extension tube was not centered in the sealing clip, which caused the defect, but it cannot be confirmed. The factory will continue to be aware of such defects.

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm tubing was damaged and leaked. The following information was provided by the initial reporter: closed intravenous indwelling needle (intima-ii) was used in the department of pediatrics. Leakage was always found in the process of infusion. After needle pulling, it was found that there was a crack at the sealing clamp, and the crack occupied 1/3 of the surface of the ext tube.